Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus would not select. This could make the programmer appear to freeze. As a result the stylus was replaced and calibrated. (B)(4).

Event description:
It was reported the programmer freezes three times. The programmer was returned for repair. No patient complications were reported as a result of this event.